Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 300 mg/dl when paramedics arrived. Customer stated that she gave herself a manual injection trying to lower her blood glucose and she collapsed unconscious and family called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.